Event description:
Consumer reported the following problem with the becton-dickinson insulin syringes: 1) the cap placed over the end of the plunger is far too difficult to remove: 2) the plastic is not neatly trimmed away from the end of the barrel; and 3) the needles are not always straight & aligned with/the barrels. Pharmacy board agreed to forward rptr's complaint to the federal drug administration and the united states pharmacopoeia for review. "However, neither board of pharmacy, FDA or usp have any authority over package sizes chosen by mfrs." This letter is intended to bring to the pharmacy state boards attention some problems associated with certain insulin syringes currently on the market and to solicit their help in correcting the situation. Rptr has used syringes mfg by becton-dickinson since rptr was diagnosed as diabetic in 1985 and have noticed a decline in quality over the past several yrs. Following are the particulars of reporters findings: the cap placed over the end of the plunger is far too difficult to remove. The fit is so snug that the plunger often is pulled out of the barrel along with the cap, jeopardizing sterile conditions. Rptr can only imagine that this situation would pose a serious problem for an arthritic user. The plastic is not neatly trimmed away from the end of the barrel and fingertips already sore from routine glucose monitoring are further irritated by these barbs. The needles themselves are not always straight and aligned with the barrels. Seeing this condition raises questions about the integrity of the needle. Rptr often wonders if they will snap off during use. Rptr's pharmacist advises that a comparable product is made by monoject, whose syringes are packaged in single units but sold only in lots of 100. Rtpr must purchase a whole box in order to make their own simple comparison. Knowing the becton-dickinson syringes are dispensed in quantities as small as ten, rptr feels restriction on the monoject product is unfair. Rptr trusts can take steps that will force becton-dickson to restore their production quality to acceptable standards. And possibly monoject can be persuaded to alter their packaging to accommodate all neeeds. Thank you for listening.